Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found that the fiber optic connector was broken and would no long accept a fiber optic catheter. The fse replaced the fiber optic connector, routed the wires, and tested the iabp. The iabp passed all functional and safety tests and was returned to the customer cleared for clinical use.

Event description:
The customer reported that the fiber optic port on the intra-aortic balloon pump (iabp) is damaged. The circumstances of the event are unknown, however, no adverse event and no patient involvement have been reported.